Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitrclip ntw was inserted and grasping was performed. However, difficulties grasping and capturing the leaflets occurred. The clip was ultimately deployed on the mitral valve. However, post deployment, an increase of mr was observed laterally to the clip. It was noted that the increased mr was likely due to leaflet injury or a tear during grasping or capturing or that the clip deployment led to the opening of an indentation-like area. As a bailout strategy, an additional clip was deployed on the mitral valve, reducing mr to a grade of 2, and left atrial pressure decreased by approximately 10mmhg. The clips were noted be stable on the mitral valve. There was no clinically significant delay in the procedure.